Event description:
It was reported that the coil protruded in the catheter's tip during removal. A 10mmx40cm cube interlock-35 coil was selected for use. During the procedure, it was noted that the coil got stuck in the catheter distal part despite the other coils of similar being fine. Furthermore, it was noted that the coil completely unraveled and almost was unretrievable, and protruded in the catheter's tip during removal. This affected the base catheter and another coil was unable to pass so they had to replace the base catheter. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the coil protruded in the catheter's tip during removal. A 10mmx40cm cube interlock-35 coil was selected for use. During the procedure, it was noted that the coil got stuck in the catheter distal part despite the other coils of similar being fine. Furthermore, it was noted that the coil completely unraveled and almost was unretrievable, and protruded in the catheter's tip during removal. This affected the base catheter and another coil was unable to pass so they had to replace the base catheter. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A main coil and delivery wire were returned for this complaint. Visual inspection was performed and the coil was found kinked and stretched. The interlocking arm was inspected and it was detached. It was not returned. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected and not damages was found. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and it was detached. It was not returned. Dimensional inspection of the delivery wire weld outer diameter (od), wire arm od and wire zap tip were performed and were within specifications. Dimensional inspection of the main coil no. Of distal fiber bundles, no. Of proximal fiber bundles, zap tip od and primary coil od were performed and were within specifications. No other issues were identified during the product analysis.